Event description:
Patient attorney reports the patient representation and revision surgery. The reason for revision has not been provided. **update** 5/9/2012 - medical records were received. The revision operative report indicates the patient was revised to address mechanical complication of the implant with metallosis. No evidence of bone growth on the cup.

Event description:
Additional information: litigation papers allege the patient experienced pain and discomfort in her left hip and had to undergo revision surgery.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised to address metallosis, granulomatosis of left mom, synovitis due to metal debris and avulsion of the gluteus medius. Operative note reported granulomatosis noted in the greater trochanteric bursa with green crumbly type granulomatous tissue. Metallic stained fluid was noted in the cup and synovium. There were fine linear multidirectional scratches noted on the head. There is a mild black corrosive tissue in the taper.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.